Manufacturer narrative:
The product was not available for manufacturer's laboratory investigation. The manufacturer is aware of a similar complaint with a previous investigation. The cause of this failure was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within maquet cardiopulmonary specifications. This data will be handled through designated maquet trending process. If a trent occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
According to the customer: "when the customer used bo-vkmo31000 / quadrox-I in the operation, he/she detected the blood pressure before the oxygenator increased right after pumping. The pressure values hover around 340mmhg to 390mmhg and dradually decreased to 260mmhg when the pump turned off. No abnormal values are detected both in ht/hb (hematocrit/hemoglobin content). The customer assumes it was due to the patient's condition. No adverse effects on the patient. Occurred during patient use. The product has been discarded at the hospital." (B)(4).